Event description:
I have a medtronic's spinal cord stimulator implanted on (B)(6) 2018. In (B)(6) I was hospitalized in a mental institution and after a week I was given 8 ect treatments. We called medtronic before the procedures. They said there would be no interference with my stimulator. After I was released I went back to my neurosurgeon and her control board said my stimulator has been turned off for 2 months. I have not touched it, the numbers regulating the strengths ab stimulation fluctuated on their own and I am still having problems getting the pain regulated to the way it was before surgery. FDA safety report ID #: (B)(4).